Event description:
The technician alleged unintentional movement of the intellidrive. No reported injury.

Manufacturer narrative:
The technician replaced the intellidrive strain handle to resolve the issue.